Event description:
It was reported that the ventilator stopped delivering breaths with an audible alarm while connected to a patient. The patient was put on a backup ventilator. No patient harm reported.